Manufacturer narrative:
A complete lead was returned in one piece. The s-curve hump height and the ring/tip electrodes were measured and all were within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
During implant, it was not possible to insert the lead using a non-sjm/ abbott catheter, a cps catheter was used, but also failed due to difficult anatomy and the left ventricular lead stuck in the sub-selector. The lead was explanted and is returning for analysis. The patient was in stable condition.